Manufacturer narrative:
(B)(4). The device was returned to rw for evaluation. It was determined that the pinch valve gap is out of specification, less then 4.7 mm. The valve was replaced. Rwgmbh considers this case open; pending additional information from the user facility. Should additional information become available a follow up report will be submitted

Event description:
It was reported to (B)(4) by the complaint initiator: dr. (B)(6) had the sales rep come in and look at one of his piranha units. His complaint was the suction was inadequate. While she was there, the room nurse had to stand by the suction unit while dr (B)(6) commanded her multiple times to purge the line (pressing-in the black suction button on the suction unit), I lost count after the 8th time. Additional information: will the device be returned? Yes. Was the device being used on a patient when the reporting issue occurred? Yes. Was there any injury or illness to the patient due to the reported issue? No. Was there any injury or illness to any other personnel due to the reported issue? No. Did the issue cause a delay in the procedure being performed? Yes. Did the delay put the patient at risk? No. Was there a similar back-up device available for use? No. Was the scheduled procedure completed? Yes.

Event description:
The purpose of this submission is to fill in the blanks of some missing information not provided in the initial report.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with missing information. Missing information: user facility was contacted three times in an effort to collect patient information and user information. As of 10/8/2021, rwmic has not received a response. H6: added adverse event problem codes for investigation findings and conclusion. Results of the device investigation were reported on the initial report filed 6/11/2021. Rwmic considers this MDR closed. A new report will be filed if rw received new information.